Manufacturer narrative:
The product is available for evaluation and testing, however, the analysis has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During an angioplasty procedure, when the physician was inserting the stent delivery system, the shaft broke. There was no patient injury, and a taxus stent was utilized to complete the procedure.